Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to instability and varus placement of the tibial baseplate. The patient's entire triathlon knee was revised to another triathlon knee. The femoral component was revised in order to gain access to the tibial component. Rep confirmed there are no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.